Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after an unannounced snack led to hyperglycemia around 300 mg/dl, the ilet delivered insulin that was followed by hypoglycemia down to 40 mg/dl; the family was educated on announcing snacks, and glucose returned to range after dinner. Symptoms included hypoglycemia without loss of consciousness and hyperglycemia without evidence of ketoacidosis. Outcomes included temporary glucose excursions outside the target range with no medical intervention, no ketone testing, and no use of back-up therapy. Investigation included complaint assessment and user education. Investigation of this case revealed a use-related issue in which the snack was not announced, and no device malfunction was identified. It was concluded that the event involved hyperglycemia and subsequent hypoglycemia with cause unclear for the extent of excursions, and user guidance on meal announcement was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.